Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during medication infusion, leakage was observed from the proximal white lumen of the double-lumen cvc catheter, causing the dressing to become saturated." Additional details are not available at this time.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during medication infusion, leakage was observed from the proximal white lumen of the double-lumen cvc catheter, causing the dressing to become saturated." Additional details are not available at this time.